Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed during routine follow-up. Patient was asymptomatic. Programming changes were recommended. No further information available.

Event description:
New information received noted that programming changes were made. No adverse consequences were reported.